Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. Allergan has initiated an investigation into this late report.

Event description:
Consumer forwarded an online forum discussion which included a report of a torn implant from a healthcare professional. Device status and affected side are unknown.